Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of foreign body in patient and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, the reported entrapment of device (clip caught on chordae) appears to have been a result of patient anatomy. The reported foreign body in patient was a cascading event of the reported entrapment of device (clip caught on chordae). The reported unrelated death appears to be related to patient conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed for clip entanglement in the chordae and papillary muscle, requiring clip implant on the leaflets and chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient presented with myocardial infarction and patient anatomy included a pre-existing chordal rupture and pre-existing papillary muscle rupture. One mitraclip was implanted without issue. A second mitraclip was then advanced; however, during positioning, the ruptured papillary muscle and chordae, as well as the anterior leaflet became caught in the clip and grippers. Troubleshooting maneuvers were performed and the leaflet and papillary muscle were freed, but the chordae remained caught in the clip. The leaflets were able to be captured and successfully grasped. The clip was implanted on both leaflets, with the chordae remaining in the clip. The clip was deemed stable on the leaflet and chord and no additional intervention was required. Mr was reduced to grade 2. On (B)(6) 2021, the patient experienced rectal bleeding and died. Per study physician, the rectal bleeding and death are unrelated to the mitraclip devices or procedure. No additional information was provided.